Manufacturer narrative:
The initial report occurred on 08/08/2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Patient information was unavailable from the site. Onsite investigation was able to replicate the issue and discovered that the camera was cycling because it was trying to track instruments that were not in view. Issue resolved by reinstalling the software. No further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a cranial biopsy procedure, the navigation system's camera kept power cycling. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.